Event description:
It was reported that stable angina pectoris occurred. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 24 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. One week later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2025, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Medication was given to treat the event. On the following day, the subject was discharged from the hospital. At the time of reporting, the event was considered to be not recovered/not resolved.